Event description:
The site contacted endotronix as they felt that the patient's sensor was not accurate for his state of health and that they were bringing the patient in for a right heart catheterization (rhc) to check the sensor accuracy. A rhc was performed on (B)(6) 2024 to recalibrate the pressure sensor against a reference pressure. It was noted that the sensor calibration was within the fluid filled limits of agreement; therefore, no adjustment was required. However, an offset adjustment of 4.7mmhg was conducted to fine tune the sensor accuracy.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
(H3) the sensor was not returned for evaluation as it remains implanted. Approximately 788 days after mycordella sensor implantation, the patient underwent a right heart catheterization (rhc) recalibration. The 4.71 mmhg difference that sensor 07x14 exhibited during the recalibration falls within the predicted limits of agreement between the cordella system and fluid-filled reference measurement. This, combined with the evidence showing that the sensor was manufactured per specifications, confirms that the system was performing as intended and within expected accuracy limits. As a result, the reported event was not confirmed.